Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 108 mg/dl. The customer reverted to manual insulin injections for insulin therapy.